Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had migrated after an unrelated abdominal surgery. At this time the s-ICD is programmed in the primary vector and remains in service. No adverse patient effects were reported. Additional information regarding this event is being requested from the field. This report will be updated upon completion of analysis.